Event description:
It was reported that during a da vinci-assisted surgical procedure, the small grasping retractor instrument was working and then removed for arm exchange in the middle of the procedure. Then, instrument stopped being recognized by the system. The procedure was completed with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was still installed within the clevis. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additional observation found related to the reported complaint included: the instrument was tested and failed the mechanical engagement sequence. The instrument pitch input failed to engage with the in-house system's sterile adapter during multiple attempts. This failure was likely due to the broken pitch cable observed. No failures were observed during log review. The complaint was confirmed by failure analysis.